Manufacturer narrative:
The referenced previously reported gi bleeding and pump stoppage were reported under medwatch MFR report # 2916596-2016-02123 and 2916596-2016-02124 respectively. (B)(4). Approximate age of device ¿ 1 year, 10 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2015. It was reported that after over 1.5 years of support, the patient received a heart transplant on (B)(6) 2017. The patient had been listed on the high urgency transplant list due to previously reported gastrointestinal bleeding in (B)(6) 2016, and a previously reported pump stoppage in (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned device confirmed damage to the driveline that could have contributed to the reported pump stoppage event in (B)(6) 2016. The pump was returned with the percutaneous lead (lead) cut approximately 2 inches from the pump housing and the severed portion of the lead was also returned. Visual inspection of both returned lead segments revealed damage to the insulation of the brown wire approximately 7 inches from the metal braided shielding. The lead was submerged in a saline solution for high potential testing and confirmed current leakage through the brown wire insulation. High potential testing did not reveal any additional areas of current leakage. The observed damage to the brown wire appeared to be the result of repetitive movement and abrasion against the braided shield. The brown wire redundantly supports motor phase 2. If the exposed conductors of the brown wire contacted the braided shield while the system was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have resulted in the reported pump stoppages. Visual inspection of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Examination of the pump bearings and bearing cups found no anomalies related to wear or damage. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.